Event description:
A report was received that the patient was experiencing pocket pain. The physician prescribed versatis patches.

Event description:
A report was received that the patient was experiencing pocket pain. The physician prescribed versatis patches.